Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht50 ventilator experienced an unidentified malfunction. The pt was hospitalized, ambu bagged and transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
It was reported by the distributor mediplex to have reset the hour meter to resolve the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).